Manufacturer narrative:
The reported event of pacing problem and inhibition were not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of the device image indicated the device was within normal range of operation. Functional testing was performed and found normal. Inspection of header and connectors showed normal device characteristics with no anomaly contributing to reported events.

Manufacturer narrative:
Correction: d6a: date of implant updated to (B)(6) 2023.

Event description:
Related MFR report number: 2017865-2023-42881. It was reported that a patient presented with oversensing noise on the right ventricular (rv) lead resulting in pacing inhibition. It was also noted that there was pacemaker mediated tachycardia on the pacemaker (pm). The physician elected to cap and replace the rv lead and explant and replace the pm. The patient condition was not known.